Event description:
It was reported that several hours after implant of a new pacemaker, it was noted that there was no pacing capture in the atrium. The patient was brought back in for a revision. Initial determination was thought to be lead dislodgement, but testing using the analyzer indicated that there were low thresholds on the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.